Manufacturer narrative:
On 7/1/2020, the following was noticed on the previously submitted report: section g3. Is report source health professional was erroneously checked. Section g3. Is report source consumer has been correctly selected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 350cc and experienced bilateral deflations post-operatively, which were confirmed by a physician. The patient indicated the right side deflation was observed in 2015, and the left side in 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.